Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Linked to mfg. Report number 1121308-2018-00012.

Event description:
This is 2 of 2 reported complaints. It was reported by a doctor that a 0101 collacote was used on a graft placement with membrane procedure. However, about fifteen days post procedure, it was noted through x-ray that there were punctual cases of serious inflammation, heavy gingival redness and some bone loss around the implants. Additional information has been requested.

Manufacturer narrative:
Investigation completed on (B)(6) 2018. The device was not returned to the manufacturer for physical evaluation, therefore, the reported condition could not be confirmed and root cause cannot be determined. Device history record review cannot be performed since lot number was not provided.